Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm suction irrigator instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal clevis at the distal end. The distal tip was broken and hanging onto broken snake wrist cables. No missing fragments. On 11/15/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: the wire came out from the live coating. Changed to new robotics irrigation. No patient harm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported during a da vinci-assisted low anterior resection surgical procedure, the 8mm suction irrigator instrument wire came out from the live coating. The customer used a new irrigation instrument to continue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: incident occurred on (B)(6)2024, reported and submitted on (B)(6)2024. Procedure performed by dr.(B)(6), robotic lar. No patient harms and procedure was completed. No further information was provided.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm suction irrigator instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken distal clevis at the distal end. The distal tip was broken and hanging onto broken snake wrist cables. No missing fragments.

Event description:
Refer to h10/h11 for follow-up information.